Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to stenosis and a non-abbott valve (model unknown) was implanted. The patient is reported to be stable.

Manufacturer narrative:
An event of stenosis was reported. All three leaflets were torn and contained calcifications. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, stenosis is consistent with calcification and pannus ingrowth.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. In (B)(6) 2017, the patient presented with shortness of breath. An echo showed a stenotic prosthetic valve. On (B)(6) 2017, another echo was performed confirming the stenosis. On (B)(6) 2018, the valve was explanted and a non-abbott valve (model unknown) was implanted. The patient is reported to be stable.